Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels were high while wearing the pod for more than 48 hours on the arm. Patient called for help and fire fighters had to break into the house. Patient was experiencing hallucinations as well. Patient was taken to the hospital and treated overnight with intravenous therapy with an insulin drip and antibiotics. Patient has been in the hospital for 2 days as of now.